Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 462 mg/dl. Customers blood glucose reading at the time of call was unknown. It was unknown whether customer used auto mode. Troubleshooting steps for high blood glucose event were not mentioned and customer will continue to use the device. No further customer complications were reported.